Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694765, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that there was evidence of t-wave oversensing (twos) on the right ventricular (rv) lead which caused the device to inhibit pacing. The sensitivity on the device was adjusted and the rv lead remains in use. It was also reported that the patient gets lightheaded when quickly getting up from a seated or lying position and is symptomatic when climbing stairs. It was recommended to check the rate response on the device. No further patient complications have been reported as a result of this event.